Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer filled tubing and resumed insulin, no additional assistance needed.